Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. Access via a. Popliteal for retrograde stent placement of the sfa. A 4f sheath was used, the pulsar-18 t3 was introduced over a .018 wire. A lot of resistance was felt advancing the sds through the sheath. The stent was partially deployed into the sheath.

Manufacturer narrative:
03-feb-2023 this was reported on the wrong lot number. This report is being closed and the correct information is on MDR-1028232-2023-00652.